Event description:
The post dilatation balloon shaft broke, disarticulated within the guiding catheter that was then ballooned out into the lad. The lad was wired with a second wire. A snare sheath would not cross the equipment that was already in the guiding catheter. Access was obtained through the right femoral artery with 8 french sheath in anticipation of snaring the balloon out of the lad. A 2.5mm balloon was then advanced into the jl4 guiding catheter from the right radial after and inflated within the guiding catheter. All of the equipment including the broken balloon shaft was pulled back into the catheter which was removed from the body. Reason for use: lad stenosis.